Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. . Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for ischemic ventricular tachycardia (isvt) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring no intervention. During ischemic ventricular tachycardia procedure, after 2 hours of mapping, during ablation phase, the heart rate starts accelerating and the blood pressure starts falling. The physician believes that the tamponade is related to the transseptal access (brk needle, st. Jude). The event discovered during use of biosense webster products. The physician¿s opinion is that the tamponade probably happened during the transseptal. No intervention was required. The final outcome is unknown. All force visualization features were used. Visitag settings were 3mm stability, 3 seconds, force over 3g, 25% time, respiratory adjustment, ablation index for color. There was no evidence of steam pop. Irrigation settings 30 watt/ 8ml, 35watt/16ml. There was no error messages on the system. Since hemodynamic instability was observed, the event was assessed as a ¿cardiac tamponade¿. Since the event occurred during ablation and mapping during use of biosense webster products the event is conservatively reported under the ablation catheter.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab observed a cut between the shaft and tip (tip cut off). Multiple attempts have been made to obtain clarification to this returned condition. However, no further information has been made available. There was no mention of any damage to the integrity of the device. It was most probable that the tip being cut off was inflicted during post-procedural handling and shipment. Some hospitals practice cutting the tip of the catheter to prevent re-use. Therefore, this returned condition was assessed as not MDR reportable. If additional information becomes available, reportability may be reconsidered. Initially the lot number was unknown. However, during the analysis of the device, the lot number was retrieved. Therefore, d4. Lot, d4. Expiration date and h4. Device manufacture date have been processed. H6. Component code of ¿appropriate term/code not available¿ represents ¿unable to analyze due to product returned condition¿. The device evaluation was completed on 12/22/2020. It was reported that a patient underwent cardiac ablation procedure for ischemic ventricular tachycardia (isvt) with thermocool® smart touch® sf bi-directional navigation catheter. During ischemic ventricular tachycardia procedure, after 2 hours of mapping, during ablation phase, the heart rate starts accelerating and the blood pressure starts falling. The physician believes that the tamponade is related to the transseptal access (brk needle, st. Jude) no intervention was required. The final outcome is unknown. The device was visually inspected founding a cut between the tip and shaft. Per the returned condition of the device, the product investigation was unable to be performed. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The compliant could not be confirmed since the device was received with damage and making it impossible to perform the correspondent tests. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the event is that it was procedure and patient condition related. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The damage observed on the catheter could be inflected during post procedural gangling and shipment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).